Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a hydrophilic stiffening stylet. The depicted stylet was removed from the catheter, which was not visible in the photograph. The stylet was coiled. A complete break was visible in the core wire and the break sit was circled in red. The coil wire appeared to be intact but was visibly elongated and partially unraveled. Stylet damage was evident in the provided photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the customer is concerned about is whether the guidewire will be stretched and left in the patient's body [including debris]. The catheter was inserted on the afternoon of (B)(6) 2024. The inserter was a trainee in the intravenous therapy specialist nurse class. During the tube cutting process, it was not known whether the support guidewire was cut or not, resulting in the subsequent operation of the support guidewire being stretched at the heparin cap when the support guidewire was withdrawn, and it could not even be removed. After careful recollection and discussion of the catheterization process, first of all, when trimming the catheter, the catheter inserter did not withdraw the support guidewire and started to cut the tube. However, during the process of cutting the tube, the force used did not feel the existence of the support guidewire at all, and it was trimmed. No other information was provided.